Event description:
It was reported a pericardial effusion and cardiac tamponade occurred. A 24mm watchman flx laa closure device was implanted. Of note, during the procedure there had been three transseptal punctures. The first device had been partially recaptured eight times, and fully recaptured four times. A second device was then used, which was partially recaptured once. At the end of the procedure, the physician mentioned a "tiny" pericardial effusion was present after the deployment and release of the second device. Approximately one hour post procedure, the patient experienced cardiac tamponade and a pericardiocentesis was performed. Two days later, the patient was discharged and described as doing great.